Manufacturer narrative:
A battelle critical care decontamination system (ccds) worker reported h2o2 leak and damaged hose/connections. The ccds cycle was evaluated and it was determined that there was no impact to the decontaminated n95 respirators. The damaged hose/connector was repaired and the unit was returned to service. There was no report of injury. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
A battelle critical care decontamination system (ccds) worker reported h2o2 fluid leak and damaged hose/connections. There was no report of injury.